Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported on 06-sep-2023 that they received a false negative result using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Exact test date unknown. Customer tested positive with a binaxnow antigen test on an unknown date. Although requested, customer did not respond to technical support's three attempts to obtain further information.